Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with the assistance of technical support, and the sensor session started successfully without the cgm error reoccurring.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.